Event description:
It is reported that a pt with a total knee arthroplasty received a plate due to a proximal periprosthetic fracture and that he had to be revised around 12 month after implantation because of non union of femur fracture and breakage of the plate. Additionally, it is reported that the pt suffered from an infection.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The currently available description points to causes outside our area of responsibility. With the information given so far, no further information is possible. The root cause for malfunction cannot be identified. Should additional information including the final investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).